Event description:
It was reported that the home patient (hp) experienced viral peritonitis manifested by cloudy peritoneal effluent and chest pains coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event. The cause of peritonitis was unknown. The patient was treated with vancomycin (ip, dose and frequency not reported). Approximately two month prior to the onset of peritonitis, the patient was diagnosed with abdominal infection manifested by abdominal pain. The patient was hospitalized for seven days due to the infection. The cause and treatment were not reported. It was unknown if the abdominal infection was peritonitis. At the time of this report, the patient was recovered from peritonitis and abdominal infection. No additional information is available. This is report 3 of 3.

Manufacturer narrative:
(B)(4). The actual occurrence date is unknown; however, it was reported that the event occurred sometime in (B)(6) 2013. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was conducted for potentially associated lot number 12l11h25 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The cause of the reported issue cannot be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).